Event description:
The customer reported that an employee's hand was infected and experienced an allergic reaction to nickel.

Manufacturer narrative:
The customer reported an employee's hand was infected and got an allergic reaction to nickel. The customer is not sure if the injured person has touched/used the philips fetal monitor. The customer is attempting to eliminate all items the employee is allergic to which the employee may have to touch or work with. Based on the available information, the nurse does have dermatitis. The only indication of infection was that the nurse was unsuccessfully treated with external antibiotic for the dermatitis. No emergent care was reported. An adverse reaction to the antibiotic was reported. No connection between philips products and dermatitis was reported. It is unsure what changes were made in the department to cause a reaction. There is a possibility that it may be soap since a change was made one year ago. The nurse did not know that she has a nickel allergy. This was only determined during treatment for the dermatitis on her hands. The customer is unsure if the problem was due to contact with nickel or due to a reaction to new soap. They are currently ruling out that contact with a product that contains nickel could or could not have been a factor. The customer is aware that we are still investigating to assure no nickel is used in our products. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).